Event description:
It was reported that the lead was attempted to be implanted in several positions unsuccessfully due to noise on the lead and the helix being difficult to extent and fully retract. The lead was never implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. There were no anomalies found.